Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several cubies were missing in main drawer 1.1 b row. Customer tried to replace and load an item back, they popped up again. The cubies were reset again, a medication was loaded, and the cubie came up as a failed cubie. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1, row b was missing cubie not working. A field service engineer (fse) troubleshot the issue with non-functioning cubies and reseated the row board cable and retractor band cable. The system was tested in hta and verified to be operating properly. The customer also tested the unit and confirmed that all functions were working correctly. The system functioned as intended after the field service engineer repaired the device.